Event description:
The customer obtained a falsely low total beta-hcg result on a patient sample. An " mitial" near total beta-hcg result of 317 mlu/ml was obtained, but it was not reported to the physician since the customer questioned the result. The customer was instructed to dilate the result and a final result of 930,000 mlu/ml was obtained. A bias of this magnitude might lead to inappropriate physician action. There was no report of pt harm as a result of this event.